Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel below the knee. After a guide wire crossed the lesion, a 1.5mm x20mm x142cm coyote¿ es balloon catheter was advanced for pre-dilation. However, upon inflation before reaching the nominal pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of the coyote es balloon catheter. There was contrast and blood in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. The tip was damaged. Microscopic examination of the balloon revealed a pinhole in the balloon wall with a scratch at the proximal edge of the markerband. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a mildly tortuous and moderately calcified vessel below the knee. After a guide wire crossed the lesion, a 1.5mm x20mm x142cm coyote es balloon catheter was advanced for pre-dilation. However, upon inflation before reaching the nominal pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.